Event description:
It was reported the patient has not used his scs system for over 6 months (date of event is unknown) due to unrelated health issues. As a result, the patient is no longer receiving stimulation as the scs ipg no longer communicates with charger. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number was included in field advisories. UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.